Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) and no additional events have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(4) 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 84 days.  No further information was provided. A supplemental report will be submitted when the manufacturers' investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced pain and drainage from driveline exit site. A wound culture showed positivity for staphylococcus aureus. The patient was placed on oral antibiotics for 14 days. No additional information was provided.